Event description:
It was reported that the patient had stimulation in the wrong location. The patient had stimulation in the legs and a little bit in the waist, but he needed it on his back due to damaged disks. It was noted that the patient never had it in the right location despite re-programming. The device had not been helping the patient at all for the last 8 months. It was thought that the leads were broken, because, the patient felt the stimulation "on for a little while and then it shut off." The patient had "3/16 active electrodes." The electrodes were broken, because, the patient "had to bend over or press on his back for them to make contact and give him some stimulation." It was also reported that the implant currently hurt him "a lot" when he was working and bending over. The connection was "sometimes" swollen.

Manufacturer narrative:
Product ID, 39565-30 serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3708140 serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the patient had x-rays and the patient's wires were broken. It was noted that the patient had an appointment with his doctor in a few weeks. Additional information has been requested and when received, a supplemental report will be submitted.

Event description:
The patient reported that the last time their device was checked, they were told that 9 ¿wires¿ were damaged. The patient stated that the damaged wires were deactivated, and another 2 were activated. The patient noted this issue occurred in late 2011. They mentioned that the device was working, but is not doing them any good and is hurting them. The patient stated that they think all 16 of the ¿wires¿ are damaged now. The patient said that they have been telling their doctor about this issue for the past 8 months, and has asked them to call the manufacturer. The patient reported experiencing electrical shocks all over their body. They noted that the shocks have caused them to faint and they have gone to the emergency room. The patient was to follow up with their healthcare provider. Additional information from a healthcare provider stated that they have not seen the patient since (B)(6) 2016. The patient was implanted for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient wanted to get their device checked by the manufacturing representative (rep) because he wanted to see how many wires are broken. Patient said the ins was not working and it was giving him problems such as electrical discharge multiple times. Patient said he has an appointment with health care professional (hcp) on (B)(6)2018. No further patient symptoms or complications were reported in this event.